Event description:
Battery had early depletion resulting in emergent generator change as pt. Had underlying symptomatic bradycardia around 40 bpm. Had been under advisory. Dates of use: (B)(6) 2014 - (B)(6) 2018. Diagnosis or reason for use: bradycardia - biv ICD.